Manufacturer narrative:
On (B)(6) 2020, upon secondary evaluation of the file, mentor became aware that left side bottoming out of the left implant was inadvertently not reported previously. Hence, device code migration has been added on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/14/2020, device evaluation was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that patient was presented with right side capsular contracture; baker grade IV and left side ptosis. This report is for the left side. Right side issue is being reported in a separate report. On (B)(6) 2019, the mentor failure analysis lab received the device for evaluation along with the right side device. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2019, mentor became aware that date of implant was (B)(6) 2018. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side capsular contracture; baker grade IV and left side ptosis manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent primary breast augmentation with 400cc mentor memorygel breast implant on both sides and was presented with right side capsular contracture; baker grade IV and left side ptosis. As a result, the devices were explanted, and replaced on (B)(6) 2019. This report is for the patient¿s left-sided device.